Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have experienced receding gums and extreme tooth pain. At check in patient marked true to bleeding, periodontal, infection, allergic reaction, inflammation, blisters, gingivitis, sensitivity, discomfort, not fitting, loose, discolored, compromised implant, jaw discomfort, broken, recent dental work. This patient is contraindicated due to receding gums. Requested letter of recommendation to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.